Event description:
A tandem mobi cartridge alarm was reported by the caller, but there was no adverse impact to the customer's blood glucose level. The issue had occurred previously, and the pump was set to be replaced. Despite instructions from technical support to try troubleshooting, the customer chose not to continue with it. Instead, they requested replacement cartridges due to multiple occurrences of the issue. Technical support agreed to send three two-pack cartridge replacements, and no further action was required.